Manufacturer narrative:
Literature citation: bechter-hugl, beate et.al. (2014) "the influence of gender on patency rates after iliac artery stenting". Society for vascular surgery, 59; 1588-96. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same literature article as MDR ID: 2134265-2015-01931, 2134265-2015-01880 and 2134265-2015-01933. It was reported via journal article that patient complications occurred. The purpose of the study was to investigate the influence of gender on the long-term outcome after iliac artery stenting and to assess gender-specific differences of the influence of risk factors on treatment success and patency results. Balloon expandable stents which included the express stent and a non-bsc stent as well as self-expanding stents which included the wallstent and a non-bsc stent were used. Reported patient complications included thrombosis, dissection, vessel rupture and in-stent restenosis. Additional intervention was completed to treat these events. The type of stent deployed in each patient was not indicated.